Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that half height drawers 2.2 and 5.2 are sticking causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The filed service engineer found that half height auxiliary drawer 7.2 had broken rails, hard to open and close. The fse replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.